Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic mini gastric bypass. During the last stomach transection, there was a tissue gap where the reload did not apply the staples. To cover the tissue gap, the tissue was manually sutured. There was an extension in surgical time of two hours. The event extended patient hospitalization by 1 week. Patient status is alive, no injury. During the procedure, six reloads were used but only one reload malfunctioned and did not apply the staples.